Event description:
It was reported that during or after an la afib / ra flutter ablation procedure, the patient experienced an esophageal perforation, which was not discovered until after the case was completed (length of time after the case unknown). The caller stated that an esophageal echo was performed on the same day, which may have also contributed to the injury. They were ablating at maximum of 30 watts with thermocool on posterior wall of la during the afib portion of ablation. Irrigation rate of cool flow pump was 17 cc/min. There was a rise in the esophageal temperature noted from the esophageal temperature probe during the afib ablation. They then performed an extensive ablation of the ra isthmus at a max of 40 watts, 30 cc/min flow rate. Length of ablations were unknown. The injury was not an esophageal fistula, but a perforation of undetermined origin. It could have been either during tee or rf ablation. Esophageal stent was implanted post case, and patient was to be hospitalized for 30 days before evaluation of esophagus, and that stent would be removed if healed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: unknown. Cool flow irrigation pump: model #: m-5491-02, serial #: unknown. Stockert rf generator: model #:m-5463-01, serial #: unknown. Webster cs catheter with ez-steer technology and auto ID catheter (product not returned for investigation): model #: d-1263-07-s, lot #.: unknown. C3 nav variable lasso catheter (product not returned for investigation): model #: d-1290-02-s, lot #.: unknown. Non-bwi product also present during the procedure was boston scientific ice catheter. (B)(4).